Event description:
Discordant calcium (ca), glucose and creatinine (crea) results were obtained on an dimension vista 1500 instrument for one patient. The results were reported to the physician, who questioned the results. The physician requested the sample be rerun on their dimension vista system. There are no known reports of patient intervention or adverse health consequences due to the discordant calcium, glucose and creatinine results.

Manufacturer narrative:
The siemens technical service consultant (tsc) was contacted by the customer. The tsc analyzed the instrument data and determined that the cause of the discordant calcium, glucose and creatinine results was user error: sample integrity. The tsc determined that there was no indication of a weak sample mix or reagent delivery issue and that there was no instrument malfunction during the time of the event. The instrument is performing within specifications. Further evaluation of the device is not required.